Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving intrathecal baclofen 400 mcg/ml (dose 314.46 mcg/day, 16.27 mcg bolus), fentanyl 1,500 mcg/ml (dose 1,179.2 mcg/day, 61 mcg bolus), clonidine 500 mcg/ml (dose 393.07 mcg/day, 20.34 mcg bolus), bupivacaine 25 mg/ml (dose 19.654 mg/day, 1.017 mg bolus), and morphine 4 mg/ml (dose 50.313 mg/day, 2.603 mg bolus) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. It was reported the patient went through withdrawal ("probably in 2013"). The medications, concentrations, and doses were unknown at the time of the event; however the reporter thought it was similar to what it was now. Non reservoir drugs reported included oxycodone 20 mg 4 times per day. It was also reported the patient received four extra shots (boluses) per day. As reported, it was unclear when the patient took oxycodone 20 mg 4 times per day and if this medication was being taken at the time of the event. Follow up was conducted to determine the device information, if and diagnostic tests were done, and if any actions and interventions were required as a result of this event.